Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feelings of being bloated and difficulty breathing during fill 1 of 5. The patient was connected to the homechoice device at the time of the events. It was reported the initial drain volume was 13 ml, which was immediately followed by fill 1 (with no alarms), when the events occurred. The patient stopped the fill at 1900 ml and performed a manual drain of 3652ml, which relieved the feelings of bloating and difficulty breathing. Pd therapy was ongoing. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Internal and external inspection was performed and no issues were noted. Internal visual inspection revealed connections were correct and secure, no evidence of moisture or pest infestation and no internal part damage. The homechoice device received a returned instrument testing evaluation (rite) functional testing and was determined to meet functional performance specification requirements. A short test therapy was performed using the rite functional test parameters and the cycler remote toolbox software to monitor the pneumatic system. The test therapy was completed with no issues noted. Review of the logs revealed the patient had a last fill setting of 2000ml and the initial drain alarm was set to 0. During the initial drain 37ml was removed then the device proceeded to fill 1 of 5. The patient drained 3654ml. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be due to a use error. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted.